Event description:
Nurse opened the IV start kit, and a black, human hair was found inside the package. The kit is trusted to be sterile, but the human hair found inside the package caused the kit's sterility to be questioned. The pt was not impacted in any way by this event. The kit was removed from service and sent to risk management for safe-keeping. The human hair was found attached to the tourniquet. The hair was held in place by a ring which holds the tourniquet "rolled up" in a coil prior to use.

Event description:
Add'l info rec'd from MFR 5/24/03: MFR has discussed the matter with q.a. And production personnel. They are now aware of the incident and will be inspecting more closely during incoming, in-process and finish product inspection. MFR has also reviewed the product history and found no other complaint of this nature. MFR believes this is an isolated incident.